Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2013. Low vault was noted and the lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation, several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).